Event description:
As reported, when positioning a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) through a 6f 55cm non-cordis adjustable curve sheath, the tip of the stent was dislodged. The proximal end of the stent was stuck in the vessel and could not be pushed, so the operator had to pull it out with force and the stent and non-cordis sheath were pulled out together. However, the sds and non-cordis sheath were attached and the operator had to cut the tip of the sheath and the sds to remove the devices. The stent was withdrawn after cutting the delivery rod of the delivery system. This was during a procedure to treat a left renal artery stenosis. There was no calcification, no tortuosity, and an 80% stenosis within the target vessel. The palmaz blue on aviator plus sds was used post angiography with a 5f 100cm sidewinder simmons (sim2) tempo diagnostic catheter. The palmaz blue stent was inserted through the 5f 100cm sim2 tempo diagnostic catheter, but the stent was not stuck within the tempo catheter. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging prior to opening, and there was no difficulty removing the device from its packaging. The stent was not manipulated on the sds prior to observing the malfunction. The device will be returned for evaluation. Addendum: product evaluation revealed that the stent was not dislodged from the aviator plus delivery system; however, the stent is out of position.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, when positioning a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) through a 6f 55cm non-cordis adjustable curve sheath, the tip of the stent was dislodged. The proximal end of the stent was stuck in the vessel and could not be pushed, so the operator had to pull it out with force and the stent and non-cordis sheath were pulled out together. However, the sds and non-cordis sheath were attached and the operator had to cut the tip of the sheath and the sds to remove the devices. The stent was withdrawn after cutting the delivery rod of the delivery system. This was during a procedure to treat a left renal artery stenosis. There was no calcification, no tortuosity, and an 80% stenosis within the target vessel. The palmaz blue on aviator plus sds was used post angiography with a 5f 100cm sidewinder simmons (sim2) tempo diagnostic catheter. The palmaz blue stent was inserted through the 5f 100cm sim2 tempo diagnostic catheter, but the stent was not stuck within the tempo catheter. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging prior to opening, and there was no difficulty removing the device from its packaging. The stent was not manipulated on the sds prior to observing the malfunction. The device was returned for analysis. A non-sterile ¿blue/aviatorplus 6x15/142p pkg¿ was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected under the following conditions: the device was returned in two pieces, with the separation located approximately 18 cm from the distal tip. The balloon was received deflated, and the stent was displaced toward the distal tip. No other significant details were observed. A functional analysis was performed to check for anomalies during the guidewire insertion and withdrawal test. Due to the separation, only the distal section was used. The distal section was inserted and withdrawn into the cannula of a csi french 5 by the cap, with no resistance, friction, or impeded condition observed. The balloon and stent were inspected using a vision system to obtain an amplified image. Stent strut marks were observed on the balloon surface, indicating that the device complied with the stent crimp process. The stent¿s displacement toward the distal tip was confirmed, but the stent itself showed no damage. The balloon area exposed without the stent exhibited pleating. The separated area was evaluated with a vision system, revealing evidence of elongations on both edges and plastic deformation. These findings suggest that the separation was caused by tensile and torsional forces that exceeded the material¿s yield strength. The reported ¿stent delivery system (sds) withdrawal difficulty through guide/sheath¿ was not confirmed during insertion/withdrawal functional analysis of the distal section; however, there is indication that tensile and tortional forces were applied to the device. Procedural factors and/or vessel characteristics were likely contributing factors as no anomalies were noted to the returned device during insertion/withdrawal testing. The reported ¿stent dislodged¿ was not confirmed based on the technical definition; however, subsequent findings of ¿stent offset/out of position¿ was confirmed as analysis revealed the stent was displaced toward the distal tip of the balloon. An amplified image was taken, and the strut marks were observed on the balloon surface indicating proper crimping of the stent. Based on the information available for review it is likely procedural factors, vessel characteristics and use of concomitant devices were contributing factors to the damages noted on the returned device. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter.¿ there is no evidence from the information provided that a product defect or manufacturing issue contributed to this event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, when positioning a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) through a 6f 55cm non-cordis adjustable curve sheath, the tip of the stent was dislodged. The proximal end of the stent was stuck in the vessel and could not be pushed, so the operator had to pull it out with force and the stent and non-cordis sheath were pulled out together. However, the sds and non-cordis sheath were attached and the operator had to cut the tip of the sheath and the sds to remove the devices. The stent was withdrawn after cutting the delivery rod of the delivery system. This was during a procedure to treat a left renal artery stenosis. There was no calcification, no tortuosity, and an 80% stenosis within the target vessel. The palmaz blue on aviator plus sds was used post angiography with a 5f 100cm sidewinder simmons (sim2) tempo diagnostic catheter. The palmaz blue stent was inserted through the 5f 100cm sim2 tempo diagnostic catheter, but the stent was not stuck within the tempo catheter. The device was stored and prepped per the instructions for use (IFU). There was no damage to the device packaging prior to opening, and there was no difficulty removing the device from its packaging. The stent was not manipulated on the sds prior to observing the malfunction. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.